Event description:
The customer reported a white bar on images. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). Gender info was not provided. (B)(4). The service engineer replaced the flat cables and bench tested unit for several days. The service engineer performed the calibration and self tests and all functions met specifications. (B)(4).